Event description:
It was reported that during a procedure of the heavily tortuous, eccentric, de novo, long distal to mid right coronary artery (rca) lesion, after pre-dilatation using a 2.5 x 12 mm and 3.0 x 12mm non-abbott balloon dilatation catheters, the 3.0 x 48 mm xience xpedition stent was deployed; however, a proximal stent edge dissection was noted. A 3.5 x 23 mm xience xpedition was implanted as treatment, successfully completing the procedure. The patient was noted to be doing fine. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.